Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2026. During the procedure, when the handle was pulled, the sheath detached and did not move along the wire. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of catheter guide break. The investigation concluded that the reported event and the additional observed event of push catheter kinked were most likely caused by procedural factors. The analysis suggests that improper handling of the device or excessive force applied during the procedure could have caused the push catheter to kink. This kinking may have led to the guide catheter becoming stuck or caused a break in the connection between the hypotube and the pull wire, ultimately resulting in the detachment of the guide catheter during the procedure. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a naviflex rx delivery system was returned for analysis. Visual inspection confirmed that the guide catheter detached and the push catheter was kinked. Under magnification, a portion of the hypotube was observed inside the guide catheter. No other problems with the device were noted. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2026. During the procedure, when the handle was pulled, the sheath detached and did not move along the wire. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.